Event description:
Fluid intrusion to the wireless/battery module. Causing extensive electronic damage/corrosion/oxidation to the main pcba/wireless antenna. Pictures sent to MFR showing damage with no feed back. This was a third attempt to report damage/failure of device, do not believe hospitals should be billed for the repair of a design issue. The design of the pump as it sits on the IV pole allows for direct flow of any fluid of spiked bag located above unit and/or coming from any other source to flow directly down to battery latch and into the electronics. These devices which we are reporting do not need to be water proof but should be encouraged to be fluid resistant. In talking to tech support the tech stated that the problem had been seen inside the pump itself. The strongest concern is with pt impact. What would be the worst situation fluid entering devices could propose other than straight failure. Biomedical engineering opened and photographed devices and sent photos to the MFR record # (B)(4). (B)(4).